Event description:
It was reported that in central processing, the dual blade retractor instrument was noted to have tips broken. There was no allegation of harm or injury to a patient. There were no reports of any fragment(s) falling into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument main tube cracked at the distal end causing distal clevis and grip assembly to be dislodged from the main tube. Failure analysis concluded that the main tube damage was most likely due to mishandling. In addition, one of the pitch cables was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.